Manufacturer narrative:
Additional possible lot 202009101, manufacturer date 2020-09-01 manufacturer narrative: the reported event of ¿at the end of surgery, the metric shaft of the obturator detached from the device¿ is confirmed. Received one cd7150g in opened unoriginal packaging. Lot number was not verified. Performed a visual inspection, the device was received back disassembled. There is no evidence indicating that there is adhesion on the metal shaft and there is no evidence of crimping on the metal shaft. A 2 year lot history review was conducted for lot 202007221 and found this is the only event for the reported number and failure mode. A device history review for lot 202007221 found no abnormalities that would contribute to this issue. A 2 year lot history review was conducted for lot 202009101 and found this is the only event for the reported number and failure mode. A device history review for lot 202009101 found no abnormalities that would contribute to this issue. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
It was reported by conmed (B)(4) on behalf of their customer that during an unknown procedure on (B)(6) 2021 the cd7150g was ¿during post op it was discovered the cd7150g dilating trocar kit, when the surgeon tried to extract the trocar with obturator at the end of the surgery, the metric shaft of the obturator was detached from the device, detachment did not fall into patient." The procedure was completed and there was no patient or user injury reported. There was no delay to the procedure. The facility gave a possibility of 2 lot numbers. The 2 possible lot numbers are 202007221 and lot 202009101. It cannot be determined which lot was involved in this event. Based on the information provided and decision tree results, this complaint does not meet the definition of a reportable event. However, conmed (B)(4) has reported this event and per csop08.5003, section 6.9.1.1 a medwatch report will be filed in conjunction with all ous adverse events. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.